Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior, crease fold, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a smooth opening on valve bond edge and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth opening on valve bond edge assessed as smooth opening. Sharp broken on plug strap assessed as an unidentified (tear) opening.